Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the needle deployed prior to proper pod activation.

Manufacturer narrative:
Correction to d(4): lot number changed from unavailable to ps1k11192011. Expiration date changed from unavailable to 5/19/2022. Unique identifier (UDI) # changed to (B)(4). Correction to h(4): device mfg date changed from unavailable to 11/19/2020.

Manufacturer narrative:
The device was received not deployed. During the investigation, the device deployed with no issue upon manual rotation of the ratchet gear. The download data indicates that the device completed the first prime at pulse 46 and was then deactivated at pulse 46. No issues were seen with the device. Based on the investigation the device functioned as intended and was deactivated before running enough pulses to deploy.